Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. It was also reported the patient experienced slow drains during treatment. The patient indicated they had a drain of 4233 ml during drain 4 of 5 of treatment. A review of the patient¿s treatment records identified that this drain volume is 184% of the patient's prescribed fill volume of 2300 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. It was also reported the patient experienced slow drains during treatment. The patient indicated they had a drain of 4233 ml during drain 4 of 5 of treatment. A review of the patient¿s treatment records identified that this drain volume is 184% of the patient's prescribed fill volume of 2300 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9. H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. It was also reported the patient experienced slow drains during treatment. The patient indicated they had a drain of 4233 ml during drain 4 of 5 of treatment. A review of the patient¿s treatment records identified that this drain volume is 184% of the patient's prescribed fill volume of 2300 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. Clamped the patient line during drain phase of cycle 1 and received a dc drain complication alarm, as expected. This shows that the cycler will properly alarm when the patient line is occluded during a drain phase. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.